Event description:
It was reported that prior to the start of a robotic laparoscopic gynecological procedure on (B)(6)2010, a broken cpc connector was noted on the motor drive unit. The case was converted to an open procedure.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling: conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.